Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact stated during drain 3/4 of the patient's pd treatment the patient received an "m31 air detected in cassette" alarm. The contact stated the alarm started to appear during fill 3. Treatment was cancelled and when the cassette was removed, a fluid leak was found inside cassette door. Additional follow-up was made with the pd patient, who stated no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The cassette information was disposed of at the time of the initial call.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient contact stated during drain 3/4 of the patient's pd treatment the patient received an "m31 air detected in cassette" alarm. The contact stated the alarm started to appear during fill 3. Treatment was cancelled and when the cassette was removed, a fluid leak was found inside cassette door. Additional follow-up was made with the pd patient, who stated no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The cassette information was disposed of at the time of the initial call.